Event description:
It was reported that the patient developed a systemic infection with vegetation on the endocardial leads. The implantable cardioverter defibrillator (ICD) and leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4024-52 lead, (B)(6) 1992. A d224vrc ICD, (B)(6) 2011. (B)(4). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.